Event description:
Description provided by user facility below: resident fell on floor while trying to self amulate. Personal alarm was still attached to resident, but did not sound. On-inspection (by user facility), we (they) discovered that the metal pronge battery connectors were fatiqued & did not meet the battery, the battery compartment was also loose.

Manufacturer narrative:
Device was not released by facility in order to conduct further evaluations.